Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was implanted with a cardiac resynchronization therapy pacemaker (crt-p) and three epicardial leads approximately a month later. A month after crt-p implant, smart pass was disabled due to low amplitudes and a slow rhythm. The s-ICD recently stored a treated episode where an inappropriate shock was delivered due to noise. Review of the s-ECG from the treated episode showed wandering and railing noise. It was suspected that the epicardial leads may have contributed to the observed noise. Currently, the system impedance was in the 40-50s ohms range, and the s-ICD was programmed to primary, 2x gain, and smart pass off. It was noted that a disabled smart pass would not have impacted the inappropriate tachy therapy in the recent treated episode. Technical services (ts) discussed secondary vector programming and troubleshooting options, such as x-rays and extensive isometrics testing in all vectors. This s-ICD remains in service. No additional adverse patient effects were reported.